Event description:
As reported, the 61 y/o female patient had an original bilateral tka procedure with exactech implants. The patient presented back to surgeon's office with complaints of their tka's and known recalled polyethylene implants. The patient already underwent a right tka revision poly swap and is now having the left tka poly swap. The patient was scheduled for a left knee revision possible poly swap and patella resurfacing. Patient was revised to trulaint crc tiabial insert sz 3.5, mm and optetrak 3 peg patella cemented mm 32. The patient left the or stable. Sales rep was unable to obtain x-rays or photos.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.